Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed oversensing and noise reversion episodes due to noise on the right ventricular lead. It was noted that the patient used electrical equipment around the time of the episodes. No intervention was performed. The patient was in stable condition and would continue to be monitored.